Event description:
On october 12, 2006 the lay user patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The senior medicals affairs mailed a letter since the patient could not be reached by telephone. The patient obtained results of 40 mg/dl and 406 mg/dl around 10:52 am on october 12th, while experiencing "low blood glucose symptoms" (couldn't walk). The patient ate food and or drank a beverage following the use of the meter. She contacted her physician for advice. At 4:42 pm the physician obtained a 124 mg/dl on a one touch ultra 2 meter. At that very moment the patient obtained a 392 mg/dl on the reported meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and or <=30 mg/dl. No medical treatment was received. It would have been helpful to know how long the patient had been obtaining eleveated results, results obtained days prior to the incident, when she developed symptoms, testing frequency, other health conditions, and her medication regimen. The customer care advocate (cca) verifired that the unit of measurement and calibration code were set correctly. The patient was using the correct testing technique and using the correct technique for cleaning the puncture area. The test strips were in good condition, within expiration date, stored properly, and not opened longer than the discard date. The patient had been using samples from her forearm. The patient did not have control solution to complete quality control testing. The meter, test strips, and control solution were replaced. The patient obtained eleveated results, alleged experiencing low glucose symptoms, administered proper self treatment based on her symptoms at the time of concern, tested relatively normal on the healthcare professional meter approximately 5 hours later, and did not require any medical treatment. This complaint is being classified as an adverse event due to the following conclusion: the patient obtained meter results that do not appear to correlate with the patient's symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.